Event description:
Health professional reported inflation. The product field notes (pfn) noted: healthcare professional reported he has completed a study of 24 style 133 tissue expanders. The reporter measured the saline inserted into each of the expanders and then measured the volume of fluid in the expander at explant. He found there to be more fluid removed from the expander that was put in all 24. He has now conducted testing of this fluid to find there is protein in the fluid suggestive of plasma. There is no specific device info that the healthcare professional would provide. This record represents the 24 pts, noted on the pfn.

Manufacturer narrative:
Medwatch submitted on: (B)(4) 2012. Device labeling reviewed: "if unusual symptoms occur after surgery, such as fever or noticeable swelling or redness in one breast, you should contact your surgeon immediately." (Allergan saline breast implant labeling).